Event description:
Nurse (B) (6) reported via our sales rep, (B) (6), that she was observing a surgery procedure. During surgery, the surgeon noted that the blade of the screwdriver is broken off. Another one was used to complete the surgery.

Manufacturer narrative:
Eval will be conducted and reported in the f/u.